Event description:
Pt receiving nafcillin 2 gm IV q4hr via aim plus pump through pkl for arteritis. Two episodes of tubing leaking at the filter site. The first episode brought the pt to outpatient IV clinic when they noticed leaking; the second episode occurred as they were priming new tubing to get pt set up again. The nurse priming the tubing reported that fluid was just gushing out around the filter - a very apparent leak. So far the problem has resulted in hardship to pt who is feeling very ill and is worried about this problem and the extra traveling to clinic (60 miles). Lot # reported only for tubing that nurse primed. Did not have package for tubing that pt reported leaking. Third tubing set also leaked the following day (two that day). This is also being sent to abbott.